Manufacturer narrative:
(B)(4). The event is under investigation.

Event description:
A male patient underwent evar. The captor valve of the main body's introducer system leaked. The patient lost approximately 1000 ml of blood. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.